Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Multiple 'syringe flange not in place' alarms found upon review of the event history log of the pump. Device then underwent functional testing; unable to duplicate the alarm. However, the prongs on the left plunger case do not line up with the indentations on the ear clip. Plunger tube is bent or misaligned, and could be lifting the syringe flange out of place intermittently. The reported customer complaint has been confirmed and the problem source has been determined to be user interface. This issue is a result of the customer's physical damage to the device.

Event description:
Information was received that device flange is not in place. No patient involvement.